Event description:
Technician alleged that the left siderail was not staying in the up position. No pt impact.

Manufacturer narrative:
The technician found the cause to be a broken left siderail end tube. The tube had broken due to metal fatigue. The technician replaced the broken siderail to resolve the issue.